Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the driveline had outer silicone tear in a couple spots. The system controller history showed low voltage and loss of external power on (B)(6) 2026. Log files were sent for review. There were no unusual events recorded in the log file event history. The event and periodic log files no longer contained data from 06may2026. It had been overwritten by new incoming data. The reported driveline damage was not interfering with pump operation. The mechanical circulatory support (mcs) equipment was operating as intended. The decision was made to change the modular cable and controller. The patient denied any symptoms.